Event description:
The practitioner stated that the patient had a corneal transplant (graf) or "pkp (penetrating kerplasty) os. [The patient] wore lens for 6 weeks, stating episode of corneal rejection." The patient required medical intervention as stated by the practitioner. The patient was "currently being treated at attending surgeon's office." The patient had "pkp surgery in 1995 os. He has had 2 prior episodes of rejection on os."

Manufacturer narrative:
The one lens contained in the vial passed base curve, power, and surface inspection. There appears to be a pre-existing history of corneal rejection prior to synergeyes, inc contact lens wear from practitioner's information. The device history record demonstrated that there was no non-conformities found that could lead the field event.